Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Twenty-five days prior to receipt of this report, the patient was hospitalized for feeling ill (not further specified) and for peritonitis. The patient remained hospitalized for three weeks. It was not reported if pd therapy was ongoing during hospitalization. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No additional information is available.